Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) for a longer duration and was having difficulty reaching a full charge. It was also noted that the ipg was not holding its charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.